Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the battery of the handle was vented. Visual inspection noted that the oled screen was discolored and the handle was received with a fully depleted battery. Functional testing noted that the handle was inserted into a charger to charge. Eventually, the charging led changed to flashing red. The handle was removed from the charger but it did not initialize. The handle was opened up and the individual cell voltages were measured. The thermocouple was intact. The most likely cause for the additional condition was traced to a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device follow up, while charging, the handle did not charge and there was a battery charger red light error. Another charger was used to resolve the issue in order to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found both battery cells were vented.